Event description:
The customer contacted stryker to report that their device failed to deliver a shock during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device is obsolete and unable to be repaired. The device was returned to the customer and they were advised to remove it from service. The cause of the reported issue could not be determined.